Event description:
It was reported that the ultrasonic core (usc) fractured within the patient, and additional intervention was required to retrieve the device fragment. An ekosonic endovascular device, 135x50cm was selected for use in the arterial thrombolysis procedure. During the initial procedure, the infusion catheter (ic) was inserted without issue. When the usc was inserted into the ic, the tip of the usc fractured within the ic. The usc was removed, and the fractured tip was removed using a pair of mosquito forceps. The usc was replaced, and the procedure was completed without further issue. There were no reported patient complications.

Event description:
It was reported that the ultrasonic core (usc) fractured within the patient, and additional intervention was required to retrieve the device fragment. An ekosonic endovascular device, 135x50cm was selected for use in the arterial thrombolysis procedure. During the initial procedure, the infusion catheter (ic) was inserted without issue. When the usc was inserted into the ic, the tip of the usc fractured within the ic. The usc was removed, and the fractured tip was removed using a pair of mosquito forceps. The usc was replaced, and the procedure was completed without further issue. There were no reported patient complications.

Manufacturer narrative:
Device evaluation: during analysis, the ultrasonic core (usc) was returned in two pieces. The device break was at 90.5 cm from the strain relief. No functional testing was able to take place. The reported event of break was confirmed.